Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive beta - human chorionic gonadotropin (bhcg) result for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on the original dxi and an alternate instrument that produced lower results and fell within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment connected to this event.

Manufacturer narrative:
Per the customer, the bhcg sample was collected in a lihep plasma tube. The customer centrifuges samples for 3 minutes at room temperature. Per the customer supplied qc charts, qc was within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event: the fse made the necessary adjustments to reagent pipettor ultrasonics. The fse performed a system check, which passed within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided by the customer.